Event description:
It was reported that the device had multiple episodes of non sustained lead noise due to device programmed settings. Programming changes were recommended. No further information is available at this time.